Event description:
Caller reported a cartridge alarm 20. Customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on glucose levels. After trying multiple cartridges from the same box, customer was advised to try a recently loaded one from a new box and successfully resumed insulin therapy, resolving the issue.